Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - chronic low back pain. It was reported that the patient reported to the hcp that their implant had not worked for years. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider regarding the patient. It was reported that the patient had not used the device in a while and it was completely dead. The patient has not had it explanted due to it being scarred in. There were no further complications reported or anticipated.